Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. While under fluoroscopy, the md inserted the iab into the sheath. The distal tip of the catheter was seen in the abdominal aorta. The iab could not be advanced any further. The md was able to remove the iab from the sheath. The md requested a non-fos (fiberoptix sensor) 40 cc to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.